Event description:
Reporter indicated a vns therapy programming handheld only works when it is plugged into the wall, but would turn off once it's unplugged. The handheld was returned to the MFR and is pending prod analysis.